Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that cause of the numbers ramping up and seeing the hash mark or quotation above the ins icon on the patient programmer was that they turned it off and on going through the airport way home they never turn off when did pat down. The numbers just went up without pushing then they felt like lightening belt were going through their body. The issue has been resolved and they can pee now. It was just that they had 3/8 problem pee for 6 hours. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an emergency with her dad passing away and she went through security, but she turned the ins off to pass through. The patient stated that she turned the ins back on and the pp went "wacko" and somehow the number "ramped" up. The patient thought she may have pressed the wrong buttons and messed up the patient's settings. The patient mentioned she turned the ins off and on and the patient hasn't been able to pee. The patient reported that she started feeling a "weird tingling sensation". The patient also noted that she hasn't "peed" since 2 am. The patient stated that she didn't feel the "weird tingling sensation" right now and she started with stimulation at 0.4. The patient had increased to 0.7, but the patient was not feeling stimulation. Trouble shooting attempts were made and the patient showed stimulation was on. The patient confirmed stimulation was on and set to 0.7, on program 1, but she was seeing a "hash mark" or "quotations" above the ins icon on the patient programmer (pp). The patient reported that she had never noticed the "hash mark" before. The patient noted that the other icons on the pp screen were normal and the pp had not gotten wet. The patient stated the pp was function as intended. The patient confirmed feeling stimulation in the correct area and increased to 1.0. The patient then stated that she could feel tingling in the her legs and the stimulation at 1.0 was too much tingling in the patient's legs so the patient decreased to 0.9. The patient confirmed feeling stimulation in the bicycle seat area at a comfortable level. The patient also reported turning stimulation off when the patient passed through security. The patient mentioned that she turned the ins back on after going through security. There were no further symptoms or complications reported or anticipated.